Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system was back in circulation when arriving on site. It was reported that a radiologic technologist (rt) was informed by the surgeon to have the imaging system operational though the rt was not approved by medtronic to perform maintenance on the imaging system. A single source letter was provided to the site following the report from the medtronic representative. The fuses replaced by the radiologic technologist (rt) have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the line power light on the viewing station of the imaging system was not illuminated. The reported issue occurred following transport into the operating room (or) and testing on multiple outlets within the room. It was reported that prior to transport, the imaging system worked in an outlet in the hall. The imaging system was returned to the outlet and the line power light would not illuminated. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided.